Event description:
Physician placed esophacoil mid august. Migration was noticed in radiology in mid october. Pt then exhibited symptoms (bleeding and stomach pain) and was admitted to hosp. Structure was so tight, scope was unable to be passed through for removal of esophacoil. Physician chose to go to surgery and removed the stent without incident. There was no perforation, only abrasion of the pt. A second esophacoil was placed, eg-20-15. On 10/30/97, pt is happy, eating well, and in no discomfort.